Manufacturer narrative:
Continuation of d10: product ID: a71400, product type: software, product ID: 977a260, lot# serial#: (B)(6), implanted: on (B)(6) 2015, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2015, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 25-jun-2018, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(6), ubd: 25-jun-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, the rep reported that they were in a case for a battery change out and they were getting all red impedance values. They explained the doctor tried troubleshooting reporting they removed, wiped down and tried again with same result, they swapped ports in the pro and same results, they tried turning the header on the lead and try again, same result. They tried a new lead plugged into the pro and tucked in pocket and had normal impedances values. Caller reported the patient had reported good therapy and a visit from a while ago showed normal impedances. Ins was dead at last visit so no impedance values were available. Tss reviewed use of the wens to test the leads independently. Caller also mentioned that the tablet kept getting stuck at 81% while testing. Tss was attempting to check on how the lead went into the header, smooth, stuck, fully but caller disconnected. No additional information was gathered for this or call. No symptoms reported. On (B)(6) 2025, the rep provided additional information reporting the patient's information and device information. The rep explained impedance values were tested approximately 20 times, all 16 electrodes were >40,000 ohms when testing on the replacement ins. The doctor decided to leave the replacement ins implanted and will change out the leads in the future. The pt reported optimal coverage and pain relief prior the ins reaching end of service.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a71400 product type software product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient is scheduled for explant of lead and implanting new lead.

Manufacturer narrative:
Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type lead h3. Analysis determined open conductors 0-7 33cm from proximal end. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type lead h3. Analysis determined open conductors 0-7 18cm from distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a71400 lot# unknown. Product type software product ID 977a260 serial# (B)(6), implanted: (B)(6) 2015. Product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-18 the rep reported additional information reporting persistent telemetry issues with the ins. On 2025-jul-01 the rep r esponded to a request for additional information providing the software version of the therapy app they were using when the app "kept freezing" when testing impedances (version 1.0.2969). The rep reported they spoke with tss on (B)(6) 2025 for assistance with pulling the logs/reports from two different tablets. The rep confirmed that the patient's previous intellis pro ins will not be returned because the doctor said that was unnecessary. The rep confirmed that the pt was not receiving any therapy due to all impedances being out of range with their current device. The doctor is scheduling a revision to replace the leads. They confirmed that the ins was not causing the high impedances because they used a wens as well and still had the high impedances. The rep confirmed that the telemetry issues that were reported on 2025-jun-18 occurred when the pt was sitting still and the rep was interrogating the ins. The telemetry issue was resolved, but the cause of the difficulty communicating with the ins was not confirmed.